Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04605. It was reported the patient started experiencing painful stimulation after suffering a fall 3 months ago. The patient was treated in the emergency room on (B)(6) 2017, the associated pain. Examination by the physician determined the system was functioning normally and x-rays confirmed the leads have not migrated. The patient¿s system is turned off and surgical intervention may be pending to address the issue.